Event description:
The customer received a blood glucose reading of 333mg/dl on the contour next link and took insulin accordingly. She tested again and her reading was 22mg/dl. She became unconscious, her husband called an ambulance and she was given an IV. The paramedics ran a blood test on her and the reading was 19mg/dl. The customer was taken to the hospital where treatment continued. Only the meter information was provided. The test strips are expected to be returned for evaluation. New meter and strips were sent to the customer.